Event description:
It was reported that the customer was hospitalized for low blood glucose levels of 35 mg/dl. The customer was treated by hospital staff with IV fluid. The customer stated that she was able to tell when her blood glucose was dropping. The customer described shaking and being cold as symptoms of her low blood glucose levels. The customer stated that she was wearing the insulin pump at the time of the incident. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).